Event description:
It was reported that the customer experienced high blood glucose. The customer's blood glucose was 566 mg/dl. The customer also reported receiving no delivery alarms. The customer declined troubleshooting because he was already changing out the infusion set. Advised to call back when the alarm occurred in order to properly troubleshoot the issue. The customer also explained that he was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. The customer's blood glucose at the time of admission was 393 mg/dl. Prior to the hospitalization, the customer stated that he had been experiencing high blood glucose and that he did not receive enough insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.